Event description:
It was reported to philips that the system would not boot up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system does not boot up completely. The review of system logfile shows the internal software error in suite pc. Upon troubleshooting, the fse found that the system unable to load application software. To resolve the issue, fse reloaded the software in the suite pc. After reloading the software, the system returned to use in good working order. The codes were updated based on the investigation outcome.